Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13223. It was reported the patient was experiencing pocket heating at her ipg site. The patient did not want to try the new low energy battery. The patient stated she was still experiencing severe headaches and back pain. Reprogramming was unable to provide the pain relief the patient desired and she would like the system explanted. Surgical intervention may be taken at a later date to address the issue. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.